Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID tm90t0 (serial: (B)(6); product type: 0001-accessory; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving bupivacaine, baclofen, and dilaudid (hydromorphone) via an implantable pump for unknown indications for use. It was reported that the patient was having problems with their ptm for the last couple of weeks and it started to be a little bothersome. The patient stated that it had not blocked any bolus but they were getting interruptions where the bolus would stop midtrack and show no bolus was given. It was noted that the communicator had some loose part and they could here it rattling. The communicator was not connecting to the handset and pump. The patient explained that they have to place the handset closer to the communicator to connect to the pump. The patient confirmed that they noticed the rattling sound on the communicator last 2 weeks and it coincided with the bolus stopping midtrack issue. At the end of the day they it was noticed that they wou ld still have bolus left. The patient also confirmed that their handset stopped at 90% when delivering a bolus. The agent assisted the patient in clearing data on the handset and connecting to the pump again. The patient saw the "not found" message and stated that they placed the handset closer to the communicator and then it showed retrieving pump settings. It was confirmed that the device connected much faster than before. A request was sent to repair to replace the communicator.

Manufacturer narrative:
D9. The tm90t0 device (concomitant product listed in d10) was returned and available for evaluation. D10. Product ID: tm90t0, serial#: (B)(6), product type: accessory h3. Analysis identified the micro usb charge port was loose, rattling on visual observation. The device passed bench test and passed final functional jbail test. It was taken out of service/scrapped. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.